Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) level ranged from 500-600 mg/dl, with high levels of ketones. A manual injection was administered to address bg. A system check was performed, and the pump performed as intended. Customer successfully resumed insulin deliveries after the system check. Multiple follow up attempts to obtain additional information were made by tandem technical support; however, no response was received.